Event description:
It was reported the patient was not sure if their implantable neurostimulator (ins) had a therapeutic effect or if it helped or not. It was stated the patient had an overstimulation sensation and a loss of bladder control and they wanted to get a CT scan of their bladder. Reportedly, the patient kept adjusting their ins and they had their ins reset when they saw their doctor in (B)(6) 2013 but the patient did not think it was working right. It was noted the patient¿s ins had ¿somehow been turned off.¿ it was reported the patient had not been feeling the vibration and when their ins was checked, it was discovered to be off. It was stated when the ins was turned on ¿it automatically went up¿ and the patient had to turn it down. It was noted the patient¿s stimulation felt like it was on one side and it made the patient¿s ¿fingers and toes tingle if it is too high.¿ the patient stated their stimulation felt like ¿it is on the lip of the vagina¿ so they decreased their stimulation. It was reported the patient tried to stay away from diathermy as a therapist but they were not always that far away. It was stated the patient could be 20 feet away and could ¿really feel it vibrating.¿ reportedly, the patient stated it was hard to know what setting it is at because each "time they reprogram it, I get a whole new thing." The patient thought their current setting was 0.7 volts, and the patient did feel a little bit of stimulation but they indicated they had it at 0.85 volts, but their toes "were vibrating." It was stated when the patient first went to the doctor they said "I never even felt going to the bathroom, it was just running out. So at least I can go to the bathroom and I know when I need to go. But I don't know if it's done what it was supposed to do, cause I still leak a lot." It was reported the patient had several things done at the same time and had collagen put in at the same time as their implant, so it was difficult to tell which of the things were helping. It was noted the patient told their doctor "no more, I can't do this anymore. It's not 100%, it's not even 90%, but I don't want to go through anymore."

Event description:
It was later reported the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v467825, implanted: (B)(6) 2010, product type: lead. (B)(4).